Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The user did not submit the correct case logs for investigation. Ultimately, the user was unable to resolve the issues within this case and the procedure was aborted. There were no reported adverse effects to the patient. The severity is observed did not exceed the anticipated severity. The observed overall risk level is 6 or low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
T10 -pelvis with s2ai screw case. Robot was finicky throughout case, had troubles when dropping the driver array in. When putting the driver down the end effector the screw alignment was off, and the offset was red. Tried fixing the balls and switching driver array. When we got down to s2ai screws, the screw was not aligned with the plan and surgeon had to abort the s2ai screws. Submitted case logs today.